Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated. 10 retained tubes from lot number 0029264 were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 3450 rpm for 10 minutes, using an mse mistral 1000 centrifuge. The supernatants were then decanted and examined under magnification for any signs of gel particles or globules. None were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced oil gel globules. This event occurred 2500 times. The following information was provided by the initial reporter: translated to english. The customer stated: there was "gel globule formation."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced oil gel globules. This event occurred 2500 times. The following information was provided by the initial reporter: translated to english. The customer stated: there was "gel globule formation."